Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 90% stenosed calcified long lesion was located in the moderately tortous proximal right coronary artery. The lesion was dilated with a 2.5-15 emerge balloon catheter and ivus was performed: vascular diameter was confirmed. Then a 4.0-24 liberte stent stent was deployed and the proximal side of it was dilated with a 5.00mm x 15mm nc quantum apex balloon. First dilatation was performed at 12atm. However, on the second dilatation the device ruptured at 14atm . The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).